Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported by the mother of the customer that the customer had high blood glucose levels. There is no info with regards the exact blood glucose levels. According to the mother they changed their infusion sets but the customer's blood glucose levels remained high. No additional info is provided.